Event description:
Implant malfunctioned due to engagement issues. The initial report did not have the correct event type documented, the correct event type, malfunction, is provided in this follow-up report.

Event description:
Implant failed due to a failure to osseointegrate.